Event description:
During a percutaneous transluminal coronary angioplasty, a 3.5 x 13mm cypher stent was implanted in the circumflex artery at 15 atms. It was then post dilated with a 4.0 balloon up to 17 atms; the artery ruptured during this. The physician used another balloon to seal the hole, but the balloon would not advance to the ruptured segment of the vessel. The pt coded and after extensive time of CPR was finally stabilized. The pt was then taken to emergency surgery. The pt experienced a slow post operative, underwent cardiac rehabilitation and was discharged home.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.